Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This is reportable as there is an allegation against the delivery function of the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/23/2016 with the following findings: investigators found no defect with the pump delivery function. The review of the black box showed an exceeding of the maximum tdd (total daily dosage) limit on 2016-09-09 at 16:59; the warning was confirmed 16 times; insulin deliveries never resumed. The tdds did add up correctly and reflected the user programmed basal rates. In addition, the pump passed the delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or errors, warnings or alarms occurred during the investigation. (B)(4).